Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number information has been received for this reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tips of three ophthalmic forceps failed to open and close after insertion into the patient's eye during surgery after one forceps handle became too hard to pinch, one forceps stuck closed and one forceps became entirely covered onto itself. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Three forceps samples were received in an inner and outer blister without the cover foil. All three samples show surgery residuals. No lot number was identified with this complaint therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The three received samples were visually inspected with the aid of a photomicroscope with various magnifications. All samples show surgery residuals. After cleaning, it was found that the tubes are loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between the tip-tube and sleeve. The manufacturing site improved the bonding process by increasing the amount of glue, adding a 4th gluing dot instead of three, ensuring a better connection between the tip-tube and sleeve. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).